Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had air/water leakage. The issue was found when preparing the scope for use. The procedure was completed with another device. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: medical corporation shinjukai matsuura internal medicine pediatric clinic the cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water and the nozzle was wiped/brushed during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that no water was fed due to clogging of the nozzle. It was also noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There was a lack of image on the monitor due to dirt on the objective lens. There were scratches noted throughout the device. The light guide lens had a crack and the objective lens and control unit had discoloration. It was also noted that no air was fed due to clogging of the nozzle. The image had a partially dark area due to a scratch and dirt on the objective lens. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.